Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, pump was not alerting customer properly for alerts and alarms. Customer's blood glucose was 300 mg/dl. During follow up with tandem technical support the issue was resolved. Customer continued to use pump for insulin therapy.